Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead exhibited noise. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.